Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient who was receiving unknown intrathecal medication via an implantable pump for spinal pain indications. It was reported by the healthcare provider that the patient went into the hospital with withdrawal symptoms. The doctor stated that they would check the patients pump and give them a bolus, resulting in the them overdosing. The healthcare provider stated that they were doing dye studies and everything was normal. The company rep stated that when the doctor pushed down on the patient's back where the anchor was in the anchor site, it allowed the medication to flow better. When the doctor released the anchor, it slowed down and they felt like it was sending the patient into withdrawals. Additional information was received from the company representative (rep) reporting that diagnostics/troubleshooting were unknown to them. It was mentioned that the doctor did mention doing dye studies and the catheter was found to be patent. The physician reaching out by phone, because he could not determine what may have caused the symptoms. The company rep stated, "the doctor was merely asking if we have ever seen this". The doctor could not determine the cause of the withdrawal symptoms and overdosing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.